Event description:
It was reported that the device did not last as long as expected. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device did not last as long as expected. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Weekly battery voltage trend data shows min bat=3.0 to 2.96 volts between (B)(6) 2012 is before device rrt <(><<)>= 2.62 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0184 competitor implantable tachy lead (B)(6) 2008. (B)(4).